Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was dark and had dark spots that blocked the graphics and text. There was no patient involvement as the customer was not using the pump for insulin therapy at the time of the event. Reportedly, customer reverted to manual injections for continued insulin therapy.